Event description:
It was reported that, during a robotic laparoscopic urological procedure, an arm error alarm occurred due to contact between arm 1 (sn (B)(6) and arm 2. After that, the arm status display disappeared from the operating room team interface (orti), and none of the arms were able to be tele-operated from the surgeon console. After restarting all the arms, the operation was able to be continued. This resulted in a 20 minute delay. There was no patient injury.

Manufacturer narrative:
D10) continued: mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasc0001 sn: (b_)(6). H2) correction: d1; d10; additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that there was an ethercat failure. Error messages showed errors on port 1 of the setup arm joints 1, 2, 3 and 4 and robotic arm joints 1, 2, and 5. This suggests that there was no communication on the instrument drive unit (idu) joint 6 nodes, indicating an idu communication issue. A non-recoverable error code for arm failure which occurs if the joint force sensor readout of the robotic arm joint 5 is marked as invalid was triggered. An error code associated with when the robotic arm user interface is marked as invalid was triggered. And an error code associated with the failure of data deliverance to the hal secondary interface leading to a system non-recoverable error was triggered. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to communication issues records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic urological procedure, an arm error alarm occurred due to contact between arm 1 (sn (B)(6)) and arm 2. After that, the arm status display disappeared from the operating room team interface (orti), and none of the arms were able to be tele-operated from the surgeon console. After restarting all the arms, the operation was able to be continued. This resulted in a 20 minute delay. There was no patient injury.